Manufacturer narrative:
(B)(4). The actual occurrence date and the therapy date are unknown. An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the connection of a supply bag to a line of the automated peritoneal dialysis (apd) set with cassette was difficult to connect. The line did not screw in the luer of the bag. This occurred prior to use so there was no patient involvement; and therefore, no patient injury or medical intervention indicated at the time of the report. No additional information is available.